Event description:
It was reported that the surgeon had trouble seating the insert into the tibial base. An alternate insert was available and was implanted. Surgery time was extended approximately 45 minutes.